Manufacturer narrative:
Internal complaint reference: (B)(4). Comparison of intertan intramedullary nail and dynamic hip screw in the treatment of intertrochanteric fracture of senile femur song kunpeng, wang honghui, yan yuxin, department of orthopedics, zhengzhou ruixiang hospital, xingyang 450100, henan, china. Doi 10.7531/j.issn.1672-9935.2020.08.011.

Event description:
It was reported that on literature review "comparison of intertan intramedullary nail and dynamic hip screw in the treatment of intertrochanteric fracture of senile femur", one (1) patient suffered from refracture after operation. It is unknown how the event was treated. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per subsequent e-mail, this complaint was source from a literature review and no further information is available. Therefore, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified injury, post operative complications, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.